Event description:
The customer returned the small intestinal videoscope to the service center for a separate issue. During the device analysis, the service team indicates that melted c-cover, white residue in suction and air water channels was found. It was determined that the c-cover, suction and air water channels needed to be replaced. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the white residue in suction and air water channels is cause not established and for melted c-cover is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.